Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. It is unknown if the device was implanted with another plate. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) due to a distal radius fracture on (B)(6) 2018. During the surgery while the variable angle (va) locking compression plate (lcp) two column distal radius plate was being used, two different distal locking holes in the head of the plate did not lock. It was reported that the plate which did not lock was not implanted. The surgeon tried several times to make it work, but had to pull it out and used another plate. There was a thirty (30) minutes surgical delay reported. The fracture of the patient was fixed appropriately. The procedure was completed successfully with no harm to the patient. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Concomitant devices: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: non-locking screw (part number unknown, lot number unknown, quantity 1).